Event description:
Graft implanted in 1999. Pt returned on 4/20/99 for surgical intervention. Pt developed false aneurysm. It was noted that the implanted graft had split across the graft. The graft was patched with gortex ptfe.